Event description:
This event was reported on the 3rd quarter alternative summary report, due to device analysis this is now reportable on 3500a medwatch. During a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion was 90% stenosed located in the severely calcified and moderately tortuous right common iliac artery (cia) and right and left superficial femoral artery (sfa). The devices were approached from brachium and a non bsc sheath was inserted and a v-18 300 guidewire was inserted. For the lesion in right cia treatment, along the guidewire, a sterling mr 5.0mm 20mm was inflated and express ld 8mm 17mm was implanted. For the lesion in right sfa, a symmetry 5.0-20 was used. Upon the first inflation, the balloon ruptured at 13 atmospheres. The symmetry 5.0-20 was exchanged for a 5.0-4/4t/150 symmetry, and the device ruptured at 13 atmospheres on the first inflation. The balloon was removed intact. The lesion was dilated with another 6.0mm-40mm symmetry and the balloon was inflated to 6 atmospheres three times. For the lesion in left sfa, another symmetry 6.0mm-20mm was used and the balloon was inflated to 6 atmospheres six times and the procedure was completed. The pt status is good with no complications reported.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was folded and there was dried blood in the balloon. The balloon was torn circumferentially 5mm proximal to the proximal end of the proximal markerband. A microscopic examination revealed no anomalies in the surrounding balloon material which may have weakened the balloon and contributed to the defect. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited.